Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls were within expected range. The ccc specialist reviewed the calculation and result data and determined that the result monitor was flagging for readvf. The ccc specialist cleaned and aligned the reagent probes 1 and 2 and sample arm 1 drains. The ccc specialist also cleaned the reagent probes with sodium hydroxide and reset the instrument. As per the dimension vista operator's guide, results with abnormal assay flags cannot be reported. The customer was instructed to follow the operator's guide when reporting results. The cause of the flagged result being reported to the physician(s) was due to use error. The cause of the discordant mmb result on a patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated mass creatine kinase mb isoenzyme (mmb) result was obtained on one patient sample upon repeat testing on a dimension vista 500 instrument. The sample was initially run on the same instrument, resulting lower and flagged with abnormal assay. The initial result was reported to the physician(s). The sample was repeated on the same instrument, resulting falsely elevated and flagged with abnormal assay. The repeat result was not reported to the physician(s). A new sample draw was obtained from the patient and was tested on the same instrument, resulting same as the initial result and matching the clinical history of the patient. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated mmb result.

Manufacturer narrative:
Siemens filed the initial MDR on 10-jul-2018. Additional information (08-aug-2018): siemens further investigated the instrument files and determined that the cause of the "abnormal assay" flag was potentially related to leaking reagent flex or incorrect reagent delivery. Siemens determined that the sample error flags were not triggered on other patients that were recollected and run on a later date, as these samples were run using a different flex lot. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.